Manufacturer narrative:
(B)(4).

Event description:
School nurse contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. School nurse did not report injury or medical intervention.